Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a build-up of moisture. The unit was cleaned. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed for a ventilator failure. There was no reported patient injury.